Manufacturer narrative:
Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2015; 501da16 heart valve implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the clinic with decreased activity tolerance and shortness of breath. Device interrogation was performed and indicated the atrial lead was non-functioning and there was impedance greater than 3000 ohms, and no capture at high output, no sensing and a fracture. The lead was programmed off. It was further reported there was a single impedance spike on the right ventricular (rv) lead. The lead remains in use. Additional information obtained from the clinic reported that both leads had previous ¿lead dysfunction¿ and had been previously reprogrammed to unipolar. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.